Event description:
It was reported that an unspecified number of syringe solomed 3ml ll 22x1-1/4 w/sh sla experienced a failure to contain blood/medication and leakage during use. The following information was provided by the initial reporter: customer reports that when trying to aspirate the syringe, it was notice leakage because the syringe was broken in its lateral. Information received by email on 9/30/2019: there was no damage to the patient/health professional. There was no exposure of blood or drugs to the skin or mucous.

Manufacturer narrative:
Investigation: DHR, quality notification and maintenance analysis were performed and no occurrences potentially related to the defect was observed. The photo sent by the customer was verified and it was possible observe barrel cracked. The potential cause for the occurrence is a failure at syringe assembly station, which caused the barrel cracked at another syringes.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringe solomed 3ml ll 22x1-1/4 w/sh sla experienced a failure to contain blood/medication and leakage during use. The following information was provided by the initial reporter: customer reports that when trying to aspirate the syringe, it was notice leakage because the syringe was broken in its lateral. Information received by email on 9/30/2019: there was no damage to the patient/health professional. There was no exposure of blood or drugs to the skin or mucous.